Event description:
It was reported that the customer had high blood glucose levels. She took manual insulin injections and she changed her cartridge, tubing, and placement site to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.